Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and device breakage ("device breakage/right side broke in half and was removed") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included laceration of leg. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). The patient was treated with surgery (surgical removal of coil) and surgery (surgical removal of coil). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain had resolved and the device breakage, dysmenorrhoea, menorrhagia, migraine, headache, nausea and vaginal haemorrhage outcome was unknown. The reporter considered device breakage, dysmenorrhoea, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 25-sep-2018: pfs received: new events: vaginal haemorrhage, menorrhagia, migraine, headache, nausea, device breakage, dysmenorrhoea and reporter, historical drug added. Previously reported event pelvic pain outcome updated to recovered/resolved. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and device breakage ("device breakage/right side broke in half and was removed") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included laceration of leg and low back pain. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In october 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). The patient was treated with surgery (surgical removal of coil). Essure was removed in october 2014. At the time of the report, the pelvic pain had resolved and the device breakage, dysmenorrhoea, menorrhagia, migraine, headache, nausea, vaginal haemorrhage and dyspareunia outcome was unknown. The reporter considered device breakage, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 10-jan-2019: pfs received. Concomitant condition added. Event dyspareunia (painful sexual intercourse) were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device breakage ('device breakage/right side broke in half and was removed') and device dislocation ('the essure coil was noted on the right,but could not be seen on the left') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included laceration of leg and low back pain. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). The patient was treated with surgery (surgical removal of coil). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain had resolved and the device breakage, device dislocation, dysmenorrhoea, menorrhagia, migraine, headache, nausea, vaginal haemorrhage and dyspareunia outcome was unknown. The reporter considered device breakage, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Concerning the injuries reported in this case ,the following ones were confirmed in patient medical records : device dislocation. Most recent follow-up information incorporated above includes: on 15-oct-2019: medical record received. New event device dislocation was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure implant). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.